Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2020. The patient¿s mother stated that the patient has had a skin reaction with every sensor session for the past 2 months. The rashes extend over the entire sensor patch area and she has had related scarring. The patient has always had skin issues and has had previous reactions to her tandem t:slim insulin pump, but it does not get as bad as the dexcom reactions since the pump site gets changed every 2 days. After 1-2 days of use the skin blisters and bubbles and she has intense itching, which sometimes results in bleeding from digging at the rash. The patient¿s parents have applied ice, tried baking soda and saline baths, and have given the patient over-the-counter (otc) benadryl at night to minimize the itching and help her sleep. Her pediatrician also recommended otc zyrtec 1 month ago to see if that would help but she still had symptoms. At the time of the report, the affected area was healing but the blisters were still present. No additional patient or event information is available.